Manufacturer narrative:
The pushwire and pipeline were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported issue. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of a large unruptured berry aneurysm measuring 10mm x 12mm located in ophthalmic segment of the right ica (internal carotid artery). The aneurysm was previously coiled, but had recanalized approximately 5mm x 6mm. The patient presented with headache. The patient was given dual anti-platelet therapy and heparin. On (B)(6) 2014, the patient underwent pipeline (4.00mm x 25mm) embolization treatment. During the procedure, it was reported the device was deployed on a 90 degree curve and seemed to be flattened on the curve and could not be opened despite several attempts. It was decided to retrieve the device with a triaxial system. Another pipeline was implanted without issues to complete the procedure and the patient was reported to be in stable condition.